Event description:
It was reported that the patient presented for remote follow up via merlin. Net. A review of the transmission revealed an alert for high pacing impedance measurement of the right ventricular lead. No interventions were made. The patient was stable.